Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated weight of the patient who was reportedly approximately (B)(6). The customer reported the device was discarded. A cuff miss can occur due to a number of factors including, but not limited to needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This may have been a contributing factor to this event, but cannot be confirmed. Possible causes for a difficult to insert sheath can be tight tissue tract or patient obesity. Presence of scar tissue may have also played a role in the reported event, but it cannot be confirmed. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. The devices are hydrophilic coated and visually inspected to assure that the coating covers the entire surface. A sampling of finished devices is also tested to verify the functionality of the device. It should be noted that the reported use of proglide device to close an artery where a sheath larger than 8 fr was used is not consistent with the instructions for use (IFU). This device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the information received with this event and without the product to examine, a definitive cause for the reported experience cannot be determined. The lot number was not identified; therefore,device history record review could not be performed.

Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted a pre-closure technique of a non-calcified right common femoral artery prior to an interventional procedure. Reportedly, some difficulty was experienced inserting the device in the anatomy, it was then observed that the artery was very scarred. The physician attempted to deploy the device, but a cuff miss occurred. The device was removed from the patient's anatomy, the interventional procedure completed and surgical closure performed to achieve hemostasis. The procedure was scheduled to place an extension on an aortic endograft placed 2 years ago. The procedure and surgical closure were uneventful. The patient did not experience any adverse effect. The procedural sheath was 12 fr. Though requested, no additional information was provided.